Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported event was confirmed during the preliminary evaluation. The evaluation found the gold tip broken off. The device was sent to the original equipment manufacturer (OEM) for further investigation. The investigation by the OEM found a crack 2mm from the distal end. The crack had started from the inside of the curved section of the probe. This is attributed to the high-frequency current with the probe coming in contact with some metal (i.e. Clips or forceps).

Event description:
It was reported that after an unspecified surgical procedure, the tip of the probe broke after it was removed from the sterile field. The intended procedure was completed with another similar device. There was no patient injury reported.